Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. Reportedly, automatic boluses were delivered every four minutes. Customer's blood glucose ranged between 62-169 mg/dl. Although requested by tandem technical support, pump data was not uploaded for review. Multiple follow up attempts were made to complete troubleshooting, however, the customer did not respond.